Manufacturer narrative:
July 22, 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. July 29, 2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly re-booted itself while in navigation. After a system re-boot, normal function was restored and the surgery proceeded as expected. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.